Manufacturer narrative:
Updated: b4, d8, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions) and h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. The (fse) reported the helium cylinder was not installed properly and installed a fresh washer. Fse placed new helium cylinder (given by user) in position, fully tighten the yoke t- handle clockwise. Ensure the cylinder has locked into position. Device passed helium leakage test. Upon repair, the unit passed all performance checks according to factory specifications. The device was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during daily check, the cardiosave intra-aortic balloon pump (iabp) had "low helium" alarm pop-up. The external helium always empty even the brand-new cylinder installed. No patient was involved.